Event description:
The nurse entered the patient's room and noted that patient's o2 sat was 46, and that alarm was off on the bedside monitor. The patient was immediately placed on 100% nrb (non-rebreather mask), md and rapid rn notified. O2 sat rebounded to 100% but patient remained minimally responsive, eventually becoming more alert. Vbg showed hypercarbia. The patient was placed on bipap and transferred to ICU. Following the initial event, it was noted that several monitors on the floor also had the spo2 alarm turned off. Spo2 alarms on these monitors were turned on manually. Review of the logs within the piic ix were done by clinical engineering and philips. There is an enhanced adult profile on the mx40 telemeter, which was overriding the bedside monitor. There was a mx40 tele assigned to the patient sector at the time that the patient was transferred into the central station from another floor (ICU). The spo2 alarm was turned off on the mx40 telemeter, as we do not monitor spo2 via telemetry, only through the bedside monitor due to the battery drain. When the transfer occurred, the tele profile overrode the bedside monitor, and turned off the spo2 alarm. With the spo2 alarm now off at the bedside, an alarm was never sounded for a real drop in the patient's o2 level. Following the event, the configuration in the philips piic ix system was changed to always have spo2 alarms on by default. This change was made to all floors. Rounding was done on patient floors to ensure that spo2 alarms are on for all patients. Manufacturer response for central monitoring system, piic ix (per site reporter) fse was dispatched to assess logs and determine cause of alarm being turned off. Philips case# (B)(4). Fse was able to determine the cause of the config override was the mx40 and was able to recreate the scenario. Confirmed that the configuration change within the piic prevents the spo2 alarm from being turned off. Manufacturer response for telemetry transmitter, (brand not provided) (per site reporter). Fse was dispatched on to assess logs and determine cause of alarm being turned off. Philips case# (B)(4). Fse was able to determine the cause of the config override was the mx40 and was able to recreate the scenario. Confirmed that the configuration change within the piic prevents the spo2 alarm from being turned off. Manufacturer response for physiologic monitor, mp5 fse was dispatched on to assess logs and determine cause of alarm being turned off. Philips case # (B)(4). Fse was able to determine the cause of the config override was the mx40 and was able to recreate the scenario. Confirmed that the configuration change within the piic prevents the spo2 alarm from being turned off.